Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that an interconnect cable had intermittent problems. Interconnect cable replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the lights are not working on the 9800md system. It was also noted that the system will not fluoro, however, all leds (boxes) and lights lit on c-arm display. There was no report of patient injury.